Event description:
It was reported that the implantable pulse generator (ipg) would no longer connect to a remote control or a clinician's programmer. It was also noted that the patient was no longer getting pain relief. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
B3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer connect to a remote control or a clinicians programmer. It was also noted that the patient was no longer getting pain relief. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted.